Event description:
It was reported that the "down" and "ok" buttons are taking multiple presses to elicit a response.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 12/14/2011 with the following findings: all of the keypad buttons were found to be unresponsive. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.